Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of hypotension and pericardial effusion are listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. It is possible the reported difficulties may be related to patient morphology/pathology and/or user technique/procedural conditions however a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is conservatively filed for pericardial effusion. It was reported that the patient presented with mixed mitral regurgitation grade 4. Reportedly, imaging was difficult and there was difficulty accessing the fossa for the transseptal puncture. Eventually, the transseptal was successfully performed. The steerable guide catheter (sgc) and dilator advanced without noted issues. One mitraclip was successfully implanted, reducing the mr to grade 1. There were no device issues noted. Post procedure imaging looked "clean" or normal. Approximately 1.5 hours later, the patient became hypotensive. Imaging was performed and a pericardial effusion was noted. A pericardiocentesis was performed removing 500 cc of fluid. The event resolved without patient sequela. Per physician, the pericardial effusion is thought to be from the transseptal puncture, before mitraclip (cds or sgc) use, although this could not be confirmed. No additional information was provided regarding this issue.